Event description:
Consumer reported complaint for hi blood glucose test results and meter not powering on when a test strip was inserted. Customer stated that the true metrix meter would not power on even after the battery had been changed. The customer¿s expected blood glucose test result range was not provided. The customer reported feeling tired at the time of call; customer stated that the doctor is aware. Customer also stated she was feeling scared due to being unable to obtain a numerical blood glucose test result. Medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The customer was unable to provide test strip lot information, stating that it is too small to see. Product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4) b2: adverse event report is being submitted due to symptoms related to diabetes (tired). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.